Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins battery was replaced because the battery went bad. No patient symptoms were reported. No additional information was provided. No further complications were reported/anticipated.